Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that far-field r-wave (ffrw) oversensing is occurring with normal brady function. False mode switches were also observed. Attempts to adjust sensing to avoid ffrw were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.